Event description:
It was reported that the bd luer-lok¿ syringe had "heavy damage" on the barrel at the "0.2/0.3" measurements. Additionally, it was reported that the syringe also had scale marking issues with "damaged" imprint graduations and "oblique" imprint graduations. All defects were found before use in lot# 8288598. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "1 syringe with heavy damage for measurements 0.2/0.3, 5 with scratch/damage, 3 with damaged imprint graduation, 8 with ink dots, 1 with air bubble and 6 with oblique imprint graduation."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had "heavy damage" on the barrel at the "0.2/0.3" measurements. Additionally, it was reported that the syringe also had scale marking issues with "damaged" imprint graduations and "oblique" imprint graduations. All defects were found before use in lot# 8288598. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "1 syringe with heavy damage for measurements 0.2/0.3, 5 with scratch/damage, 3 with damaged imprint graduation, 8 with ink dots, 1 with air bubble and 6 with oblique imprint graduation."